Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [vlv e volutfx-26] product ID [evolutfx-26] serial/lot [j154088] use by date [2026-01-29] UDI (B)(4). Updated data: b5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dissection occurred after implantation of the valve. Per the physician, the dissection was due to the dcs when the valve was placed. Additionally, the guidewire did not cause or contribute to the dissection. Subsequently, the dissection was treated with an ascending aortic root repair and an aortic valve replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day as the implant of this transcatheter bioprosthetic valve, an ascending dissection was noted. No additional adverse patient effects were reported. Additional information was received that the dissection occurred after implantation of the valve. Per the physician, the dissection was due to the delivery catheter system (dcs) when the valve was placed. Additionally, the guidewire did not cause or contribute to the dissection. Subsequently, the dissection was treated with an ascending aortic root repair and an aortic valve replacement. No additional adverse patient effects were reported. Additional information was received indicating that the patient had a bicuspid native valve. It was noted that the ascending aorta had expanded to 40 millimeter (mm). During the procedure, a long non-medtronic (dryseal) sheath was used. The system was advanced and the valve was implanted. As the dcs was withdrawn, the patient¿s blood pressure dropped. Echocardiogram revealed pericardial effusion and a dissection in the base of the ascending aorta. Six days following the valve implant, the patient died. It was reported that the patient was not able to recover due to a pulmonary hemorrhage complication. Additional information was received that per the physician, the cause of death was the acute dissection caused by the medtronic device intraoperatively. The patient improved initially; however, was not able to recover from the pulmonary hemorrhage complication.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-26}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {(B)(6) 2024}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day as the implant of this transcatheter bioprosthetic valve, an ascending dissection was noted. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that the patient had a bicuspid native valve. It was noted that the ascending aorta had expanded to 40 millimeter (mm). During the procedure, a long non-medtronic (dryseal) sheath was used. The system was advanced and the valve was implanted. As the delivery catheter system (dcs) was withdrawn, the patient¿s blood pressure dropped. Echocardiogram revealed pericardial effusion and a dissection in the base of the ascending aorta. Six days following the valve implant, the patient died. It was reported that the patient was not able to recover due to a pulmonary hemorrhage complication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.